Event description:
It was reported that during a sleeve gastrectomy procedure, shortly after beginning to use the device, the surgeon and assistant observed that the white tissue pad had begun to melt and/or disintegrate and/or come off of the steel portion of the device. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). New information received that the tissue pad was not detached. Reportability changed to not reportable.